Manufacturer narrative:
Initial medwatch submitted to the FDA on 03/29/2021. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "failure to deploy" and "unsuccessful placement" are as follows: warnings and precautions: proper positioning of the placement catheter assembly and the orbera® system balloon within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. The orbera® system balloon is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in this document. Note: if the balloon becomes separated from the sheath prior to placement, do not attempt to use the balloon or reinsert the balloon into the sheath. Note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: rapid fill rates will generate high pressure which can damage the orbera® system valve or cause premature detachment.

Event description:
The device malfunctioned which resulted in using a competitors device was used to complete the case.